Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had a bent cannula on the infusion set and that the blood glucose ran as high as 405 mg/dl. The customer had been treating the high blood glucose with the insulin pump, and declined troubleshooting for the high blood glucose. The insulin pump was not returned or replaced.